Event description:
Event: (cc# 98-01002) the patient was balloon dependent. The inner lumen fractured. Blood was noted in the tubing and the iab was removed. A second iab was inserted. On 8/28/98, the following was reported to datascope: the rn noticed that the arterial waveform seemed to have dampened. The balloon pump was placed in stand-by and the inner lumen was flushed without the transducer. A pressure line bag was inflated and the waveform improved. A few minutes later there was an "iab catheter alarm". Both the balloon and the patient were checked and the blood was seen in the extension tubing but not in the catheter. The patient was very unstable and balloon dependant (blood pressure: 60-70 off iabp). When ballooning was attempted again, a rapid "gas loss alarm" sounded from the pump. The pump was then shut off. IV infusion was increased 4 fold. The surgeon came to the o.r. And immediately removed the iab on 8/11/98. Another balloon and sheath were inserted via arterial cutdown as before. After the balloon was removed, a large amount of old blood (charcoal in appearance) was noted in the arterial line. A small amount of blood was noted in the balloon membrane. The patient expired on 8/14/98 after successful weaning of second iab on 8/13/98. No post was done. There was no patient injury or complicaiton as a result of the event on 8/11/98. On 2/3/99, datascope received the mandatory medwatch form from the user facility; uf/dist report number: 360051-98-04 and the following information was reported: the iab developed a leak in the balloon chamber on 8/11/98. The iab was removed and a second iab was inserted. The patient tolerated the reinsertion. [Event complications]: none from the event - reported 8/11/98, 8/28/98 and 2/3/99. [Patient's current status]: expired - rpt'd 8/28/98.